Manufacturer narrative:
Block b3: exact date unknown, event occurred over a week ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced an increased charging burden and loss of stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.